Manufacturer narrative:
Complaint conclusion: as reported, a 7x40mm 80cm powerflex extreme balloon catheter (bc) was delivered to the lesion in the juxta-anastomosis and successfully inflated to twenty (20) atmospheres (atms). A second inflation was attempted, but the balloon burst at eighteen (18) atms. The balloon was removed and inspected. Contrast was used to verify that no pieces of the balloon remained in the patient. The procedure was completed with no further complications. The target lesion was described as not calcified or tortuous with 60% focal stenosis. There was no patient injury reported. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally. The contrast media being used was a non-cordis product. The contrast to saline ratio was 50/50. The inflation device used was a non-cordis device. The same indeflator was used successfully with other devices. There was no resistance/friction experienced while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction experienced while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The device did not have to pass through a previously placed stent. The balloon did not seem to ¿stick¿ to a stent. The balloon catheter did not kink while being used. The product could not returned for analysis. A device history record (DHR) review of lot 17736686 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the information available for review, vessel characteristics and procedural/handling factors may have contributed to the reported event. According to the safety information in the instructions for use ¿balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95%confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. When the catheter is exposed to the vascular system, it should be manipulated while using high-quality fluoroscopy. Do not advance or retract the catheter unless the balloon is fully deflated by vacuum. If resistance is felt during manipulation, determine the cause of the resistance before proceeding.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, a powerflex extreme balloon catheter (7x4 80cm) was delivered to the lesion in the juxta anastomosis and successfully inflated to 20 atmospheres (atms). A second inflation was attempted, but the balloon burst at 18atms. The balloon was removed and inspected. Contrast was used to verify that no pieces of the balloon remained in the patient. The procedure was completed with no further complications. The target lesion was described as not calcified or tortuous with 60% focal stenosis. There was no patient injury reported. The device was clinically used and will not be returned for analysis. The product has been discarded. There was no difficulty removing the product from the hoop. There was no difficulty removing the protective balloon cover. There was no difficulty removing the stylet or any of the sterile packaging components. No kinks or other damages were noted prior to inserting the product into the patient. The device prepped normally. The contrast media being used was a non-cordis product. The contrast to saline ratio was 50/50. The inflation device used was a non-cordis device. The same indeflator was used successfully with other devices. There was no resistance/friction experienced while inserting the balloon through the rotating hemostatic valve. There was no resistance/friction experienced while inserting the balloon through the guide catheter. There was no difficulty advancing the balloon catheter through the vessel. There was no difficulty crossing the lesion. The catheter was never in an acute bend. The device did not have to pass through a previously placed stent. The balloon did not seem to ¿stick¿ to a stent. The balloon catheter did not kink while being used.